Event description:
It was reported to vyaire medical that user interface error occurred with the bellavista. Unknown patient status.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) #- unable to complete entire UDI# as the manufacturing date information was not received. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11. Results of investigation: logs and photos were reviewed and upon analysis, multiple cfb log entries were observed. The customer was advised to replace the main board to resolve the issue. However, as of now, no further information regarding the resolution has been received. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.